Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the drive shaft device failed. It was removed due to the reamer head had breaking off. Upon further inspection, the drive shaft was discovered to have snapped inside the reamer head. No patient harm was reported. Concomitant device reported: unknown ria tube assembly (part# unknown, lot# unknown, quantity 1), unknown reamer head (part# unknown, lot# unknown, quantity 1). This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part:314.743, synthes lot: 9895470, supplier lot: n/a, release to warehouse date: march 07, 2016, expiration date: n/a, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the ria drive shaft l520 was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was broken at the proximal end of the driver shaft helix component. The broken component was not returned. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review the current and manufactured drawing(s) were reviewed: - drive shaft assembly investigation conclusion the complaint condition is confirmed for the driveshaft minimum 520 mm length for use with ria. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.